Event description:
It was reported on (b)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (MR), pre-existing tethered leaflets and restricted posterior leaflets for a MitraClip procedure. During the procedure, a MitraClip was successfully implanted. Post deployment the clip opened up 5-10 degrees. Additional clip was further implanted to stabilize the first clip. Per the physician, tethered leaflets contributed to opening of the clip. The MR was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.